Manufacturer narrative:
During failure analysis, the reported event of the device handswitch not working properly was confirmed. The device was running in safe mode. The device had loctite failure on the lever assembly. Loctite failure can cause the slider pin to become loose, preventing the pin from holding the safety in the correct position. This has the potential to allow the handswitch to slide, causing the drill to run in safe mode.

Event description:
It was reported that the maestro drill with handswitch ran without user activation/ depression of handswitch during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully. After return to the manufacturing facility, it was reported during service evaluation that the handswitch slid back on the housing causing the handpiece to sometimes run in safe mode when the trigger was depressed.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
It was reported that the maestro drill with handswitch ran without user activation/depression of handswitch during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully. After return to the manufacturing facility, it was reported during service evaluation that the handswitch slid back on the housing causing the handpiece to sometimes run in safe mode when the trigger was depressed.